Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Performance testing was not able to reproduce the reported display failure and the touchscreen was responsive throughout the evaluation. The evaluation determined that the device performed to specifications. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed that an astral device had a partially inoperable touch screen. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs revealed a single occurrence of system fault 218, a watchdog alarm indicating the main board processor detected a device fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the system fault 218 was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a partially inoperable touch screen. There was no patient injury reported as a result of this incident.